Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), vaginal infection ("vaginal infections"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), nausea ("nausea"), dizziness ("dizziness"), pain ("generalized pain"), dyspepsia ("digestive problems"), urinary tract infection ("urinary tract infections") and depression ("depression"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, vaginal infection, hypersensitivity, genital haemorrhage, nausea, dizziness, pain, dyspepsia, urinary tract infection and depression outcome was unknown. The reporter considered depression, dizziness, dyspepsia, genital haemorrhage, hypersensitivity, nausea, pain, pelvic pain, swelling, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), swelling ("swelling"), vaginal infection ("vaginal infections"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), nausea ("nausea"), dizziness ("dizziness"), pain ("generalized pain"), dyspepsia ("digestive problems"), urinary tract infection ("urinary tract infections") and depression ("depression"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, vaginal infection, hypersensitivity, genital haemorrhage, nausea, dizziness, pain, dyspepsia, urinary tract infection and depression outcome was unknown. The reporter considered depression, dizziness, dyspepsia, genital haemorrhage, hypersensitivity, nausea, pain, pelvic pain, swelling, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] swelling [swelling nos] vaginal infections [vaginal infection] allergic reaction [allergic reaction] excessive bleeding [bleeding genital] nausea [nausea] dizziness [dizziness] generalized pain [general body pain] digestive problems [digestion impaired] urinary tract infections [recurrent urinary tract infection] depression [depression]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), vaginal infection ("vaginal infections"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), nausea ("nausea"), dizziness ("dizziness"), pain ("generalized pain"), dyspepsia ("digestive problems"), urinary tract infection ("urinary tract infections") and depression ("depression"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered depression, dizziness, dyspepsia, genital haemorrhage, hypersensitivity, nausea, pain, pelvic pain, swelling, urinary tract infection and vaginal infection to be related to essure administration. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification argus cases (B)(4) are found to be duplicate of each other. Therefore, argus case (B)(4) needs to be nullify from argus database. All source documents, references & relevant information has been transferred to retention case. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.